Event description:
Related manufacturer reference number: 2017865-2021-40435. It was reported during in clinic follow up that the atrial and right ventricular leads exhibited noise. In the atrial lead, this noise resulted in oversensing. Both leads were successfully reprogrammed. The patient was asymptomatic and stable.